Event description:
Exhaust hose ruptured during surgical procedure. Hosp has received advisory notice and implemented recommended actions. The motor exhaust hose may have been partially occluded by the wheel on the microscope used for the procedure. An internal incident report was created. On follow up it was reported that the hose rupture was caused by occlusion due to pinching of the exhaust hose by the base of microscope. This is a new miscroscope that had been placed into the surgical field by the sales representative for the microscope. The sales representative was unaware of the need to avoid occlusion of the motor hose. The hose ruptured suddenly within the sterile field, above the pt near waist level. Procedure was anterior cervical, so wound site was at neck level. Sterile field was considered contaminated by oil mist, although none was visible. Motor was removed from sterile field. Scrub tech re-gloved and a second motor was brought in to complete the procedure. It is not clear if additional antibiotics were administered as a precaution. There was no pt impact.